Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the guidance system detected a shoulder shift during initial registration for l5/s1, necessitating re-registration. After successfully placing a cage at l3/l4, another shoulder shift was detected following the placement of a cage at l4/l5, requiring additional re-registration. The l4 screw was found to be off-trajectory in the superior direction by a few millimeters and was misplaced between l3 and l4, leading to its removal. The l3 screw was identified as medial and was re-placed without navigation. The alleged inaccuracy of the guidance system was noted. No patient complications have been reported as a result of this event and surgical delay was less than one-hour. Additional information was received. It was reported that l3 was less than 3.5 millimeters (mm) deviated and l4 was greater than 10 mm deviated. The system was aborted for the replacement of those two screws.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, no faults were found. The system performed as intended and passed all applicable testing. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.